Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sheath was returned with introducer inserted. The imagery provided by the site shows the esheath with the introducer inserted through after being used in the procedure. The esheath liner was bunched and appeared to be delaminated partially at the distal end. Visual inspection revealed the liner delaminated 2.5 inches from the tip, the marker band was still intact to the liner, damage was observed on the hdpe, and no scratches were observed on the sheath shaft. Due to the nature of the complaint no dimensional or functional testing was able to be performed. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. A review of the complaint history for edwards esheath (all models and sizes) from august 2018 to july 2019 revealed other product returned complaints for sheath distal tip ¿ delaminated. A review of complaint history revealed that the monthly occurrence rate did not exceed the (B)(6) 2019 control limit for the trend category liner delamination. Per the instructions for use (IFU), delivery system removal: completely unflex the delivery system, retract the loader prior to removing the delivery system, pull the entire delivery system through the sheath, maintain guidewire position in the aorta, caution: patient injury could occur if the delivery system is not completely unflexed prior to removal, expect resistance when pulling the entire delivery system through sheath. Remove delivery system at neutral or negative pressure. Do not remove at extreme negative pressure. If there is difficulty removing the delivery system balloon into the tip of the sheath, push delivery system forward, slightly inflate and deflate the balloon in a straight section, rotate, and attempt removal again. Repeat as necessary. Do not force.  Once part of balloon is inside sheath, ensure again all residual fluid is removed before completely pulling out. The instructions for use (IFU ) device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  During the manufacturing process the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspections, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for sheath distal tip- liner delamination was confirmed based on visual inspection of the returned device. Investigation of the device and review of complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. The patient¿s vessel was a ¿very tortuous femoral vessel¿ which could create non-coaxial withdrawal angles and a difficult pathway for device retrieval, resulting in the distal end of the delivery system getting caught on the sheath tip and leading to the liner delamination of the distal tip with additional applied pull force. In addition, it can be noted post dilation of the valve was performed with 2cc more volume in delivery system, which could have altered the balloon profile making it more difficult to fully deflate the balloon leading to difficulties during retrieval and additionally leading to the reported event. While a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial position of delivery system upon withdrawal/altered balloon profile) may have contributed to the complaint event. The complaint for sheath distal tip liner delamination was confirmed based on visual inspection of the returned device. Available information supports the event was likely related to patient and procedural factors. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed that the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 26 mm sapien 3 ultra valve was implanted in the aortic position via transfemoral approach. Upon removal, the delivery system encountered resistance through the esheath. Upon removal of the esheath a liner delamination on the distal tip was observed. No patient injuries were reported.